Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, severely scratched display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's up and down arrow buttons were unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.